Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by the customer using a backup instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci assisted cholecystectomy, a medium-large clip applier instrument got stuck. Clinical sales rep (csr) reported that the clip was stuck in the instrument. Prior to calling in, the customer removed the instrument to continue. Customer is proceeding with the procedure with no reported injury. The issue occurred while surgeon attempted to clamp on a duct. Incident was not related to an unsuccessful clip application; nor was the issue related to clip opening after closure of the clip. After clip was closed on the duct, the clip was not coming off of the clip applier. The clip was a medium large weck. The clip applier size was medium large. The duct was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). The clip applier had been used twice during the case when the incident occurred. No reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while surgeon attempted to clamp on a duct. Incident was not related to an unsuccessful clip application; nor was the issue related to clip opening after closure of the clip. After clip was closed on the duct, the clip was not coming off of the clip applier. The clip was a medium large weck. The clip applier size was medium large. The duct was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). The clip applier had been used twice during the case when the incident occurred.